Event description:
The facility representative reported a colleague infusion pump with a 703 failure code. Upon review of the event history, quality engineering identified failure code 703:00 to be the determined condition. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with failure code 703:00 was confirmed in the pump's event history but not duplicated during product evaluation. This condition was caused by a software failure that is not attributed to a hardware defect. Therefore no repair was necessary for the condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions during manufacturing found. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.